Event description:
The pt received antibiotics with a syringe pump on (B)(6) 2012. Diffusion of the infusion. The dressing was removed from removal of the infusion and the catheter was found broken on (B)(6) 2012. Only the wings remained, and the catheter could be felt through the skin. The catheter tubing could not be removed, so the pt was transferred to a private clinic which specializes in the surgery of the hand and upper limbs for surgical removal of the catheter.

Manufacturer narrative:
The sample is not available for evaluation. Additional info regarding this incident has been requested. Upon completion of the no sample investigation, a supplemental report will be submitted. (B)(4).